Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer's spouse reported via phone call that the buttons on the insulin pump are hard to push and they are not raised enough to push. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was in the 300 mg/dl range. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime/test, occlusion test and excessive no delivery test. Intermittent button response on the act and esc buttons due to flattened dome switches. No damage to keypad traces, no unlocked connector on display board noted during visual inspection. Unit had minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip and scratches on reservoir tube window.